Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. User medwatch received: please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the actual electrodes from the event were not available for evaluation. Instead, photographs of the customer's report were provided. Review of the photographs confirm the report. Additionally, electrodes from retained samples of the same lot number 2321f were investigated.  Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.